Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported I de-accessed the patient's mediport and the huber needle jabbed me in the finger as I was placing the needle into a sharps box. I had retracted the needle into the safety as I pulled it out and it made a click feeling as if it locked into place. I was surprised when I suddenly felt a needle stick. I looked at the huber and the needle was sticking out about 1/3 of a cm. From the shield. I pulled back and the needle clicked back into the safety shield but when I gently bumped the head of the needle, the sharp point popped back out again part way. Clearly the needle was not locking into the safety shield. Testing was negative for hiv, hep c and hep b. No prophylaxis required.